Manufacturer narrative:
The insulin pump was received with severely scratched lcd window, cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has cracks near the battery compartment. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.